Event description:
The manufacturer received information alleging a ventilator's display screen was broken. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The observed damage was consistent with the device being dropped. The device's lcd display screen was replaced to address the issue.